Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to exhibit noise and pacing inhibition. Upon further investigation the lead was noted to have fractured near the patient's clavical. The patient's device was reprogrammed to accomodate these issues until their revision procedure was performed later that day during which the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Additional information was received several years later indicating this lead was explanted during a system revision for an unspecified reason. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.